Event description:
Boston scientific crm received info that this entire system was explanted due to the pt being septic. No products were implanted as replacements. The explanted products were taken to hospital pathology and will not be returned. If new info becomes available, this event will be reopened.

Manufacturer narrative:
Boston scientific crm received info that this entire system was explanted due to the pt being septic. No products were implanted as replacements. The explanted products were taken to hospital pathology and will not be returned. If new info becomes available, this event will be reopened.